Event description:
The customer reported that the system had to be booted up twice in order to work. Intermittent no boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer, the generator interface board, and reloaded configuration files. The system operates as intended.